Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that there was a lead migration/lead moved/wire moved. There was no connector migration. The product did not migrate around or entangle internal organs. Patient reported that last night they felt the wires moved while they were taking off their clothes. They tried to call agent last night but it was too late for them so they called their doctors office instead and they have an appointment today to have it checked. The patient stated they were a bit old and they didn't know how to use the programmer also. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device product ID 306001 lot# unknown implanted: (B)(6) 2025: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.